Event description:
It was reported that the patient received inappropriate therapy for supraventricular tachycardia. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that recommended programming changes were made and the patients medication was revised.